Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels. Customer's blood glucose reading at the time of hospitalization was 500 mg/dl. Customer's current blood glucose was 300 mg/dl. Customer believes the insulin pump is not delivering insulin. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is being replaced at the customer's request. Product is not expected to return.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test. Unit was unable to download to carelink due to multiple corrupted history file alarms in history file. Corrupted history file alarms are due to corrupted history file. Unit received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.